Manufacturer narrative:
Successfully downloaded history files and traces using thump. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6) 2024 matches the bolus amount delivered at 04:18:36 with 0.35 u, delivered at 08:33:33 with 0.025 u delivered and 09:45:29 with 4.35 u delivered. The total bolus delivered on (B)(6) 2024 is 34.225 u. Pump was cut open to perform visual inspection and found corroded home switch. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded home switch, cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, no pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No device problems not confirmed during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. Unable to confirm high bgs. Exposed to moisture found on motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-398at, mmt-7040a, mmt-332a.the customer does not feel ok to troubleshoot. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-398at. No product return is required for mmt-7040a. No product return is required for mmt-332a.